Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: what was the appearance of the staples? (B-formation, irregular, legs straight)? Please explain. The appearance of the staples seemed not be shaped as a complete b-shape, the surgeon explains that he says the staples look like there hasn¿t been enough compression . Is the current patient status known? Yes, the patient is fine and healthy. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? No

Event description:
It was reported that during a laparoscopic sleeve gastrectomy from dr the gst60b was bleeding extensively along the staple line. This was not an oozing, it was a significant bleeding were multiple clips had to be used to stop the bleeding.

Manufacturer narrative:
Product complaint # (B)(4). Batch number: r5798m. Investigation summary: the analysis results showed that two gst60b cartridges reloads was received. The reloads were received fully fired and with damage on cartridge deck. No functional test could be performed due to the condition of the reload. The found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occurs. In order to verify the condition of the internal components of the reload it was disassembled and no anomalies were noted. No functional test could be performed due to the condition of the reload. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process